Event description:
It was reported that the radiofrequency (rf) head had an insulation breach. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device would not interrogate due to the cable being out of electrical specification.